Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat a tumor. It was reported that the patient developed paralysis post-op due to a screw backing out. The patient underwent a revision to remove the screw and re-construct the fixation. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.